Event description:
Failure of ligasure device to properly seal uterine arteries resulting in 1200 cc blood loss.

Event description:
Add'l info rec'd from MFR 10/22/04: two products were returned for eval: one ligasure generator, one ls1120 handpiece. Lot #n4c215. Eval summary ls1120: the device was plugged into a generator and tested on simulated tissue with acceptable results. The device was tested for resistance and jaw gap. Both specifications were within the allowed range. Valleylab was unable to duplicate the customers report. Eval summary ligasure generator: the generator was attached to a dummy terminal and error codes 124 (seal foot key down on power up) and 180 (iso test failure) were stored in memory. These error codes would not cause the reported condition. Initial testing found the generator function normally and within specs. The regrasp function was specifically tested and found to function normally. Info provided by the customer indicates that the generator was sent to biomedical who found no deficiencies in the generator. The generator was recalibrated, cycled for two hours, fully tested and was found to function normally and within specs.

Event description:
Add'l info rec'd from MFR 10/22/04: two products were returned for eval: one ligasure generator,. One ls1120 handpiece, lot #n4c215. Eval summary ls1120: the device was plugged into a generator and tested on simulated tissue with acceptable results. The device was tested for resistance and jaw gap. Both specifications were within the allowed range. Valleylab was unable to duplicate the customer's report. Eval summary ligasure generator: the generator was attached to a dummy terminal and error codes 124 (seal foot key down on power up) and 180 (iso test failure) were stored in memory. These error codes would not cause the reported condition. Initial testing found the generator function normally and within specifications. The regrasp function was specifically tested and found to function normally. Info provided by the customer indicates that the generator was sent to biomedical who found no deficiencies in the generator. The generator was recalibrated, cycled for two hours, fully tested and was found to function normally and within specifications.